Event description:
Customer reported that the charging port cover was missing, allowing debris into the port and affecting charging quality. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further actions were taken by technical support.